Event description:
It was reported while using bd introsyte-n¿ precision introducer there was a hole in the sheath. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that "we recently had an issue in our nicu with 3 of the introsyte-n introducers (all on the same patient) where the catheter sheath was punctured through after PICC placement attempts. The nnp noticed after the third attempt, that the introducer had a double bevel needle. Our provider team feel quite confident that previously, our PICC introducers did not have this double bevel and were labeled simply "introsyte".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd introsyte-n¿ precision introducer there was a hole in the sheath. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that "we recently had an issue in our nicu with 3 of the introsyte-n introducers (all on the same patient) where the catheter sheath was punctured through after PICC placement attempts. The nnp noticed after the third attempt, that the introducer had a double bevel needle. Our provider team feel quite confident that previously, our PICC introducers did not have this double bevel and were labeled simply "introsyte"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 11-jan-2023. H6: investigation summary: our quality engineer inspected the 3 samples submitted for evaluation. The reported issue of catheter broke/separated after placement was confirmed upon inspection of the samples. Analysis of the sample showed that the 3 samples had a broken / separated catheter. Bd determined that the cause of the failure was most likely attributed to use error during the moment of canulation. DHR was reviewed for this lot numbers and there are no internal rejects related to the reported issue during this order. According to control plan for the manufacturing process, this lots was accepted and meet acceptance criteria.